Event description:
The customer contacted baxter's technical services center regarding a system error (se) 2240 alarm, which occurred on the home choice (hc) during drain. The home patient (hp) loosened his tubing and it started leaking, then he got the alarm. The care giver (cg) asked for assistance with clearing the se's. The patient was not connected either at the time of the alarm or observed air. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy. The solution to this issue as provided over the phone and swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.